Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received with intermittent button response due to flattened dome switches. Unable to perform self test and displacement test due to flattened dome switches. No stuck button alarm noted during testing. Pump also received with cracked battery tube threads and cracked case behind the pump at the corner of the belt clip rails.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.